Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient and device information.

Event description:
It was reported that the patient's ipg is inoperable and has reached end of life. Surgical intervention is anticipated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the physician explanted the patient's ipg.